Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented for pre-discharge visit. During a device check lead dislodgement of the lv lead was observed via chest x-ray. The lead was capped and replaced on (B)(6) 2016. No further information available.